Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. As the trek 2.5 x 15 mm balloon dilatation catheter was being advanced radially, it snapped in half at the rapid exchange port. The device did not make it up the artery that was being stented. There was no reported resistance inserting into the guiding catheter or introducer sheath. There was also no resistance during removal of the protective sheath. Another trek balloon was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.